Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl and current blood glucose was 355 mg/dl. Customer was not able to use the bolus wizard option on his pump. Customer declined troubleshooting for the high blood glucose and was treated with the insulin pump and then blood glucose recorded was 202 mg/dl. The device will not be returned for analysis.